Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "air started pulling into circuit from the connection of the pbp to the access" of three (3) prismaflex hf1000 sets during continuous renal replacement therapy. The patient "lost 3 filters". The actual volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information was available.